Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced hyperglycemia. Blood glucose value was 400 mg/dl. Customer was unable to calibrate the sensor. Use of auto mode feature was unknown. Insulin pump will not be returned for analysis.